Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not close the clip on the vessel. The customer used a different clip applier instrument and it worked perfectly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no damage. The instrument with the clip attached was placed over the cystic duct. The instrument was robotically closed by the surgeon, but the clip would not close. The surgeon tried two more times to get the clip to engage. They removed the instrument and placed a new clip on it, but again it would not close. They then opened a new medium-large clip applier instrument and the clip stayed closed. The issue was not related to the instrument's jaws remaining static/not moving when the surgeon commanded movement or unexpected motion of the instrument while attempting to clip. The issue was related to the clip opening after closure of the clip. Medium large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred at the first clip application.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was not able to retain clip through engagement and could not close the clip as commanded. The complaint was confirmed by failure analysis. Further investigation confirmed additional observations. The instrument was found to have a bent grip and the tip does not align with the other grip. Hairline cracks were found on input disk #6. The additional observations are related to the primary failure.